Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user was at a wedding in grass and gravel and over powered the motor and the moisture melted the motor connector.